Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 27-dec-2022 via email and attached to complaint object: device will no longer be returning.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was set up on (B)(6), at the normal rate of 5.4 milliliters per hour, with a total volume of 250 milliliters to be infused. The patient came back on (B)(6) for the disconnect and the nurse noticed the bag was still full. 235 milliliters of remaining product was manually pulled out of the bag. The patient was not affected. No patient injury was reported.

Manufacturer narrative:
Other text: device evaluation: no event history/ error log provided by customer. No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. The most probable cause is the expulsor product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.